Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Related to operational context.

Event description:
Pt had successful implant of a bifurcated device and a proximal cuff in late 2007. During a follow up visit, a proximal type I endoleak was noted. In 2008, the pt was brought in to treat the endoleak with an additional proximal cuff and a palmaz stent. There was good seal at the end of the procedure, and the pt is doing well.